Manufacturer narrative:
A ge svc representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the system was rebooting itself. This would indicate the system was shutting down without command. There is no report of pt injury or death.